Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint. The device was returned retracted through the proximal end of the introducer sheath. And the embolization coil had offset coil winds. Offset coil winds, occur if the device is forcefully advanced against resistance. During functional testing, the smart coil was advanced through the introducer sheath from its returned position with resistance, due to the offset coil winds. The offset coil winds may have contributed to the difficulty advancing during the procedure. Based to the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed, bends along the pusher assembly. This damage and the smart coil being retracted through the introducer sheath proximal end were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal collateral circulation using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using seven smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.